Event description:
The facility representative reported to baxter (B)(4) that while using a one-link luer activated device, the IV pump kept ringing "occluded" until the device was removed. The IV pump was reported to be functioning properly. This occurred during patient use. There was no report of patient injury or medical intervention. There is no additional information.

Manufacturer narrative:
(B)(4). Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.